Event description:
It was reported that the patient experienced withdrawal symptoms. The patient had increased pain. A bolus was given through the pump. The patient reported the bolus was activating normally without providing relief; (B)(6) 2012. It was noted that surgical observation results were the catheter had migrated. Device surgical revision was performed; the catheter was spliced on (B)(6) 2012. The outcome was noted as resolved without sequelae. The pump was delivering baclofen and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter.

Manufacturer narrative:
Catheter model# 8703w lot# l45811 implanted: (B)(6) 1997 explanted:unk... (B)(4).